Event description:
The patient contacted animas on (B)(6) 2012 stating the backlight/contrast, ok, and up arrow buttons were intermittently unresponsive for about two weeks. The ok button was allegedly worn. The keypad was reportedly intact. The patient reportedly wore the pump in a pocket and cleaned it with water. The patient claimed a protective case was used on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 2 the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: there was no audible sound and a cracked open solder connection on the piezo defect. The vibratory function is working.

Manufacturer narrative:
(B)(4). The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "contrast" & "up" keys intermittently respond. Keypad was removed and contamination was found under the "up", "down" & "contrast" key contacts.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.